Event description:
The patient's caregiver reported on (B)(4) 2012 that the vns magnet was not working to control the patient's seizures. Her magnet was previously replaced in (B)(6) 2012, and the replacement magnet is not helping her seizures either. The patient's seizures used to stop immediately when she used the magnet but now they do not. The patient was reportedly not experiencing an increase frequency or change in type of seizures. A replacement magnet was requested, and the reporter was instructed to contact the treating neurologist to explain the situation. Attempts for a copy of the physician's flashcard and additional information have been unsuccessful to date. Additional information was received from the physician on (B)(4) 2013 reporting that the replacement magnet is still not working. There is "no response to [magnet] swipe" which began approximately six months ago. The physician is not sure if there were causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the magnet no longer aborting seizures. Specific diagnostics were not provided, but he reported that programming changes are completed about every three months.

Manufacturer narrative:
Device manufacturing records were reviewed. Analysis of programming history. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.